Event description:
N/a

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. During the inspection, no defects could be found in the holes for the skull pins. Furthermore, the piston assembly that fixes the ratchet extension was tested and showed no defects. The swivel lock worked as specified by the manufacturer. However, the piston assembly was checked again and lubricated a little, and the skull clamp was successfully tested. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield skull clamp (a1059) slipped and caused unspecified patient damage. Additional information has been requested.